Event description:
The customer reported that the patient information center ix (pic ix) surveillance system was down on multiple units. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported. The philips technical consultant (tc) confirmed the event. The tc went on site and noted that the switch needed to be replaced, and the customer needed a new uninterruptible power supply (ups). The tc moved one switch from the emergency department (ed) closet to the 4th floor and reconfigured it. A new ups was installed and one of remaining upss from installation was installed and the primary server and distribution switches were also installed. The tc connected two central stations to new power supply. This is considered a device malfunction.